Event description:
The patient reported that the pump has been randomly re-booting without user intervention. The patient confirms that the battery cap is tight and there are no cracks in the battery compartment.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications. No damage was found to the battery compartment. The battery cap was not returned with the pump for investigation. The pump was able to power on properly with a test battery cap. The pump was exercised for 24 hours with no power issues or re-booting. The pump was opened and no damage was found to the power circuit. A review of the pump history indicated that re-booting had occurred which could not be duplicated during testing.